Manufacturer narrative:
The ventilator is currently under evaluation and service, therefore no conclusion can be drawn at this time. If additional information becomes available regarding root cause of the event, a follow-up report will be submitted.

Event description:
The customer reported the ventilator alarmed while in use due to an air source fault. The customer reported the device was in use on a patient and there was no patient harm. The ventilator log history confirmed there was an air source fault, in addition to a gas supplies lost; safety valve open alarm, which indicates the oxygen source is either disconnected or not detected by the oxygen pressure switch. The loss of both air and oxygen gas supplies will affect the function of the ventilator. The ventilator is under evaluation and repair is still in progress.